Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to low out of range pace impedance lower than 200 ohms. Technical services (ts) was consulted, discussed there was no evidence of undersensing, however, there were stored episode that showed oversensing of noisy signals that appeared to be as a result of unipolar sensing after lead safety switch (lss). Ts suggested in clinic rv lead evaluation and possible reprogramming options. Subsequently, a device evaluation was performed, and no cause could be identified, the lead was reprogrammed to bipolar and safety switch was turned off, regular monitor will continue. This rv lead remains in service. No adverse patient effects were reported.